Manufacturer narrative:
The pump was returned to animas and was evaluated on (B)(4) 2014. Evaluation revealed a dim pink display screen. The pump paint was observed to be scratched, a cosmetic condition of no consequence to pump function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s paint was observed to be fading away and discolored in the back of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump booted to the verify screen with a dim pink contrast. There was no crack found in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim pink screen. This report is made based on results of investigation completed on (B)(4) 2014.